Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effect of thrombosis and dissection are listed in the perclose proglide instructions for use, as known adverse events associated with use of suture mediated closure devices. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device with a 6f sheath after a coronary angiogram diagnostic procedure. Reportedly, when the plunger of the proglide device was depressed, the patient moved. The proglide device was successfully deployed and the suture was used to achieve hemostasis. A week later, the patient presented with a cold leg. Angiogram revealed clotting of the artery that was closed due to an antegrade fashion dissection flap in the left common femoral artery. Surgical repair was performed to cut the suture and restore blood flow. Hemostasis was achieved via surgical suturing. It was believed the proglide device may have been inadvertently advanced too far, due to the patient moving when the plunger was depressed, causing the dissection flap when it was pulled back. No additional information was provided.